Manufacturer narrative:
(B)(4). Covidien was not authorized to evaluate/repair the device so the reported complaint could not be confirmed.

Event description:
It was reported that the e360 ventilator had a blank display. Although requested, the following information was not provided: if a patient was impacted by the reported event, patient outcome, as well as if any intervention was required on behalf of the patient.